Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that the distal cover detached during retraction of the scope during the therapeutic endoscopic retrograde cholangiopancreatography procedure. The distal cover was retrieved from the patient with the pcf device and a safety net. After retrieving the cover, it was observed that the cover was already broken at a predetermined breaking point and had probably detached from the endoscope as a result. There were no reports of further patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.